Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Customer was treated with intravenous insulin and discharged on (B)(6) 2019 with the issue resolved and no permanent damage. Customer was unsure of the cause but reported several occlusion alarms occurred prior to hospitalization. No issues were observed with the cartridge, infusion tubing or cannula.